Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call issues with the infusion set. Customer's blood glucose level was unknown. Customer was advised to return the infusion set and that a replacement infusion set would be sent out.